Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected blank display anomalies noted. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had no alert when battery power was low. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump battery life had diminished, had rejected batteries. The insulin pump will not be returned for analysis.